Event description:
Ous MDR - it was reported that loss of capture was observed approximately 2.5 months after implantation. The lead was explanted. The patient experienced syncope, fell down and was delivered to the emergency.

Manufacturer narrative:
The pacemaker was not returned. The analysis is therefore based on the examination of the lead and the analysis of the available data and the production documents of the devices. First, the device data of the pacemaker were thoroughly evaluated. The evaluation showed that the pacemaker detected inconsistent memory content on (B)(6) 2019 at 11:33 a.m. And, as a consequence, automatically activated the safe program (rom/backup mode). In general, the device is capable to correct individual memory segments on its own. If several memory segments are affected at the same time, automatic correction is no longer possible, and the device reacts according to specifications by switching to the safe program to ensure patient safety. During the interrogation of the pacemaker, a respective warning message is shown to the user. The cause of the inconsistent memory content could not be determined based on the available data. It cannot be ruled out that the observed behavior might have been triggered by external influences, such as strong electromagnetic radiation. Furthermore, the device data of the pacemaker documented repeated ventricular high-ohmic impedance values since (B)(6) 2019. Automatic pacing threshold measurements were partially not successful. These observations indicate a contacting problem between pacemaker and lead. The returned lead was extensively analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be in conformance with specifications and free of defects. The manufacturing process of the lead and the pacemaker was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.